Event description:
It was reported that device diagnostics resulted in high impedance (limit = 10,000 ohms). The patient was sent for x-rays and the device was programmed off. Clinic notes dated (B)(6) 2013 note that the x-rays did not show a visible lead fracture. The notes indicate that the high impedance could be due to either a lead break or scar tissue around the contact site. The patient was referred for surgery. The patient underwent generator and lead replacement on (B)(6) 2013. The device is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.